Event description:
The customer reported a no image issue. This event occurred during setup before the patient was in the room involving an olympus gastrointestinal videoscope. There was no reported patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional finding based on the closed investigation was: image blackout.based on the results of the investigation, a definitive root cause of the no image issue could not be identified.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.